Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's main keypad assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the reduce energy button on their device is not working. As a result, the user may be unable to deliver the correct level of defibrillation energy to a patient, if needed. There was no report of patient use associated with the reported event.